Manufacturer narrative:
The lead was damaged during the extraction procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had evidence of noise following a shock. There were no suspicious lead integrity values and attempts to recreate the noise were unsuccessful. No adverse patient effects were reported. The patient was referred to dr. (B)(6) with (B)(6) for lead extraction. The extraction procedure was successfully performed. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the procedure.